Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow and pump stoppage alarms were observed, with pump speed below 6000 rpm, while the device was supported by the power module. There was no visual damage to the percutaneous lead (driveline), however, an issue is suspected with the driveline. The patient was discharged home and the power module and patient cable are expected to be replaced. No further issues were reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported pump stop events and associated alarms (low flow hazard alarms) were confirmed through the analysis of the log file. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii lvas and similar reported events, the pump stoppages appeared consistent with a potential driveline wire issue. The submitted log files captured pump stoppages on (B)(6) 2018 and (B)(6) 2018. The first pump stop event occurred while the patient was supported by 14v li-ion batteries and the second occurred while the patient was supported by the power module. The low speed hazard and low flow hazard alarms were triggered at that time. The pump appeared to function as intended before and after the pump motor stoppages. The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. This IFU and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information device expiration date.